Manufacturer narrative:
Information received indicating the event reported in this report was a duplicate of information reported in regulatory report # 202 9214-2025-01619 with medtronic reference # (B)(4). Therefore this event will be closed and all further processing and complaint reporting for this event will be completed in (B)(4) / 2029214-2025-01619. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6), when the doctor was performing the surgery on the patient, the thrombectomy stent failed to pass smoothly through the stent catheter. Usage was immediately stopped, and a second intervention was performed by replacing it with a new stent to complete the surgery. For the emergency patient, the second intervention performed, prolonged the surgery time. Ancillary devices include a rebar-18.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on july 6, when the doctor was performing the surgery on the patient, the thrombectomy stent failed to pass smoothly through the stent catheter. Usage was immediately stopped, and a second intervention was performed by replacing it with a new stent to complete the surgery. For the emergency patient, the second intervention performed, prolonged the surgery time. Ancillary devices include a rebar-18.